Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no external ram crc error, unexpected restart or unexpected off no power alarms or unexpected low battery alarms were noted. The pump was tested with a glucose sensor simulator and it communicated and functioned properly. No lost sensor alarms were noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery longevity was short and changed batteries three times in three days. Insulin pump also received a failed battery test alarm, an off no power alarm, unexpected restart alarm and an external ram crc error alarm. Customer's blood glucose was over 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised that insulin pump would need to be replaced.